Manufacturer narrative:
It was reported that high continuous pressure alarm occurred and that the ventilator was making sound. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, during on-site visit the technician carried out troubleshooting and started with performing complete pre-use check in which the device failed the internal leakage test with message ¿system volume too large¿, pressure transducer test, flow transducer test, safety valve test and patient circuit test. The air and o2 gas modules were checked and dust particles were found in o2 gas module. After the o2 gas module with filter were cleaned, the pre-use check passed successfully. During further troubleshooting the device generated high peep alarm, indicating that the pressure issues persisted and it was concluded that o2 gas module is defective and needs to be replaced to resolve the issue. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient harm. The most likely trigger for high continuous pressure alarm and high peep alarm activation were the dust particles in o2 gas module, which may increased resistance and cause increase in airway pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the defective part were available for further analyze. Therefore, the exact root cause to the reported issue has not been determined. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator made noise and alarmed for high continous pressure. There was no patient harm. Manufacturer's ref. #: 802961.